Event description:
The trellis balloon had a leak and another device was used. An alternate system was used and therefore this did not harm the patient.

Manufacturer narrative:
A device history records (DHR) was reviewed for product code bvt812030, lot# 551474. This lot was 100% visually inspected with no defects detected that would relate to the reported incident.additional information has been requested. Should it become available a supplemental report will be submitted.